Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with long charge time and capacitor charge time limit reached. The patient was inappropriately shocked due to atrial fibrillation (af) with rapid ventricular response (rvr). No changes were reported. The patient was stable.